Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed with a message displayed on screen "low volume". The pump was connected to a patient when the error/event occurred and had to turn the pump on/off a few times because the same issue happened a few times. Continuous infusion rate was 2.2ml/minutes. Total reservoir volume was 102.2ml. Given: all 102.2ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: ll0. A cstd used to fill cassette. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.